Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample and a redraw were rerun on the same instrument and both resulted higher. The redrawn result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer repeated the original as well as a new sample on the same instrument and the samples resulted as expected upon repeat testing. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.